Event description:
The pt was reportedly experiencing decrease in performance, poor sound quality, and pain at the implant site. Testing showed that the device is functioning. Programming adjustments were made and external equipment was exchanged; however, it did not resolve the issue. Surgery to explant the pt is under consideration.